Event description:
Report from attorney states "pt volunteered to participate in a demonstration of a neuromuscular stimulator performed by a physical therapist. The stimulator was attached to the pt's right arm with two electrodes. The stimulator was turned on with no apparent effect to the pt. The stimulator was allegedly pressed on the electrodes whereupon the pt received a shock to her right arm"

Manufacturer narrative:
"Ni" changed to "unk" as device has not been received by MFR for analysis. Due to pending litigation, it is unlikely that device will be returned to MFR for analysis.